Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4). Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. Reportedly, there was a visible puss coming out of the pocket during extraction. There were no additional adverse patient effects reported. The pacemaker was explanted.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. Reportedly, there was a visible puss coming out of the pocket during extraction. There were no additional adverse patient effects reported. The pacemaker was explanted. Additional information received indicates that the patient had an antibiotic infusion. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery and the additional intervention performed by the use on intravenous antibiotics. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed as to correct the entry in the b3: date of event, patient code and patient code description and additional MFR narrative.